Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty select set and the exacerbation of this patient¿s preexisting hernia. It is well established for those patients undergoing pd therapy are at high risk for mechanical complication due to hernias of any etiology and may be safely repaired to continue successful pd therapy. The initial cause of this patient¿s hernia is unknown; however, the patient¿s hernia preexisted the start of pd therapy. It is well known that pd patient with preexisting hernias without preemptive surgical correction are susceptible to an exacerbation throughout the normal course of pd therapy. Based on the available information, there is no allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction, caused or contributed to the patient¿s serious adverse events.

Event description:
A peritoneal dialysis (pd) patient reported that they were released from the hospital. There was no specific allegation this event was due to any malfunction or deficiency of any fresenius device(s) or product(s) in the initial reporting. Upon follow up, the patient¿s pd registered nurse (pdrn) reported this patient was hospitalized on (B)(6) 2020 for a hernia repair (type of hernia unknown) that preexisted the start of pd therapy. The patient¿s hernia was monitored over the course of pd therapy and the decision was made to repair the hernia when it was found enlarged and causing drain issues during continuous cycling peritoneal dialysis (ccpd) therapy on the liberty select cycler at home. The patient was transitioned to hemodialysis (hd) through a central venous catheter on a hospital provided hd machine (brand and model unknown) during this admission. The date of the initial diagnosis of the patient¿s hernia is unknown yet it was confirmed the hernia was exacerbated through the normal course of pd therapy. The patient had an uneventful hospital course and was discharged ¿three or four days from the admission date¿ (exact discharge date unknown). It was confirmed the patient¿s exacerbation of their preexisting hernia and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient was transferred to in-center hd therapy for two weeks following the discharge from the hospital (exact dates unknown). The patient resumed ccpd therapy on (B)(6) 2020 on the same liberty select cycler at home following the discontinuation of in-center hd therapy.